Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 6.6fr s/l broviac catheter. The sample appeared free of usage residues. An attempt to infuse water through the sample using a 12 ml syringe revealed the sample to be fully occluded. Insertion of a probe wire isolated the occlusion to the region of catheter containing the i.d. Markings, approximately 3 cm from the luer hub orifice. Tactile inspection of the sample revealed a bulge in the tubing in the vicinity of the occlusion. Following longitudinal bisection of the catheter in the vicinity of the occlusion, inspection of the inner lumen of the catheter revealed folded silicone catheter material to be fully occluding the lumen. The occluding material was continuous with the catheter tubing. The inner lumen of the catheter folded/bunched at the tip of the luer hub keyway during device manufacture.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that it was "impossible" to flush the catheter.